Manufacturer narrative:
One (1) previously used reflex® elc 530 laparoscopic clip applier was returned for evaluation in two (2) unsealed sterilization packages. The lot stamp on the handle is 201607251. There were only two (2) clips remaining in the cartridge out of the original twenty (20) clips. Also returned were two (2) partially formed clips in a plastic container. The two (2) remaining clips in the cartridge were fired and appeared to have formed properly. The partially formed clips are believed to be caused by compressing the jaws together with a clip loaded in the jaws. This can occur when moving tissue with the jaws or by contacting the trocar or tissue. Another potential cause is not fully squeezing the trigger when applying clips. This complaint is most likely use related. No manufacturing related defects or malfunction were identified during the evaluation. This lot was manufactured on 25-jul-2016. A review of the device history record for this lot found no discrepancies during the manufacturing process that could have caused or contributed to this reported problem. (B)(4). This failure mode is addressed in the risk document with an acceptable risk level. There have been no serious injuries related to this product and failure mode. A root cause investigation is not required at this time. Complaints for this issue will continue to be tracked and trended through conmed complaint system. The reflex® elc 530 laparoscopic clip applier is an endoscopic clip applier having application in a variety of laparoscopic procedures to ligate vessels and other small tissue structures. To ensure proper function of the endoscopic clip applier and to reduce the risk of patient injury, the instruction for use (IFU) provides the following precautions and warnings: - "do not use the endoscopic clip applier on vessels upon which metal ligating clips would not normally be used. - before endoscopic instruments and accessories from different manufacturers are utilized together in a procedure, verify compatibility prior to the start of the procedure. - always check to see that a clip is in the jaws before squeezing trigger. Closing of empty jaws on tissue may cause tissue damage. Always ensure trigger is squeezed completely and allowed to open to full initial position. - ensure the tissue or vessel fits completely within the confines of the clip or hemostasis may be compromised. - when firing the instrument, squeeze trigger firmly as far as it will go. Failure to completely squeeze the trigger could possibly compromise hemostasis. - when dividing the tissue next to the clip, the length of remaining cuff must be equal to or greater than the diameter of the vessel. Dividing the tissue immediately next to the clip, or otherwise leaving a short inadequate cuff, may result in the clip slipping off the tissue, compromising hemostasis. - inspect the ligation site to ensure proper application and that hemostasis has been achieved."

Manufacturer narrative:
The user facility has stated that a lot sample is available for return. Once the device is received and evaluation is complete a supplemental report will be submitted.

Event description:
The end-user facility reported that while using the reflex clip applier, closing arterial venous and biliary vessels, the clips were not completely closed after the application. The clips became lost, but were able to be retrieved. To date there has been no additional information received regarding the patient's latest condition or any indication that a long term adverse effect has occurred. This report is raised on the basis of potential injury with recurrence.